Manufacturer narrative:
Additional information:h6.a review of the complaint history record was performed for the sn15191517 which did not confirm similar complaints with the same or related failure mode for this customer.a review of the device history record showed the device had a manufacture date of (B)(6)2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure.

Event description:
It was reported that the device failed preventive maintenance for calibration. A message was received stating calibration is required. This was received after calibration was completed. The tech recommends replacing the logic board. There was no patient involvement.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device failed preventive maintenance for calibration. A message was received stating calibration is required. This was received after calibration was completed. The tech recommends replacing the logic board. There was no patient involvement.